Event description:
Consumer reported needle missing after injection. Consumer had an x-ray and needle was not found in x-ray.

Manufacturer narrative:
Consumer reported that the incident occurred few months back. Exact date of event is not available. No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.